Event description:
It was reported that the patient experienced pain at the pocket site and inadequate stimulation despite several device reprogramming with boston scientific representative. The patient underwent an implantable pulse generator (ipg) explant procedure was doing well postoperatively. The facility does not allow for explanted product to leave the facility, so it was not obtained.